Manufacturer narrative:
The device from the reported event has not yet been returned to angiodynamics. Upon receipt of the sample / completion of the investigation, a supplemental medwatch will be submitted. (B)(4) : device not yet returned to manufacturer.

Event description:
As reported by angiodynamics' distributor in the (B)(6), a PICC device was removed due to a cracked hub. No patient injury or complications were indicated.